Event description:
New information noted that the lead was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The distal portion of a partial lead measuring 46.6 cm was returned for analysis. Final analysis found externalized conductors due to internal insulation abrasion breaching the rv cables lumen at 11.2 cm to 14.8 cm and 15.0 cm to 17.2 cm from the distal tip. The etfe coating was damaged consistent with explant procedure. Externalized conductors due to internal insulation abrasion breaching the svc cables were noted at 27.0 cm to 27.7 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 18.6 to 18.7cm, 21.4 to 22.9cm and multiple abrasions from 23.8 to 25.8 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the re shock coil was noted at 19.4 to 19.5 cm, 20.0 to 20.1 cm, 21.0 to 21.3 cm, 21.5 to 21.6 cm and 21.9 to 22.0 cm from the distal tip. The etfe coating was abraded at 21.0 to 21.3 cm. Internal insulation abrasion under the svc shock coil was noted at 21.5 to 21.6 cm and 22.1 to 22.2 cm from the distal tip. The etfe coating was intact at this location. This is consistent with the observation from the field of noise. The damage found on the helix was sustained during the surgical procedure. Dislodgement was not confirmed.

Event description:
It was reported that the patient presented remotely via merlin.net with an alert of non-sustained ventricular tachycardia episode. Upon review of the transmission it was determined that the episodes were due to noise on the right ventricular lead. The patient was brought into the hospital. A chest x-ray was performed and revealed the lead had dislodged and was coiled in the pocket. No intervention was performed. The patient was stable.